Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause for the reported device deformity could not be conclusively determined. The reported off-label use appears to be related to the user's use of the amplatzer multi-fenestrated septal occluder - cribriform for a pfo defect. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. "

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During device preparation, or more specifically, during the flushing process, the occluder could not be purged of air. The extension of the 8f trevisio sheath was leaking, losing water and drawing in ai and an air-free flushing process could not be achieved, so the sheath was replaced. A new 8f amplatzer trevisio intravascular delivery system was chosen and the device was then able to be purged of air without any problems. When the device was placed in the fossa, the right disc did not unfold properly or was unfolded incorrectly. It was very cup-shaped and not a nice disc. Even a little push with the sheath, did not helped to form the disc properly. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was then retracted and discarded. The physician decided to use a 30-25mm amplatzer talisman pfo occluder with a 8f amplatzer talisman delivery sheath. The implantation was successful and without any complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.